Event description:
Customer reported a low blood glucose event. The paramedics were called to treat a low blood glucose of 21 mg/dl. The paramedics treated with glucose tablets and IV. Customer is a brittle diabetic. Customer also had a low of 30 mg/dl. Wife found his sitting at the table sweating. Wife called paramedics to treat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.